Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation, mmdg was unable to confirm any problem or abnormal behavior by the pump. During the investigation the pump operated within product specifications. The pump history was also reviewed. There is no indication in the pump history that would indicate any malfunction by the pump. Based on the investigation results, there is no indication that the pump contributed to the patient expiring. The pump will be serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was alarming because the bag was empty, and that they found the pump powered off. The initial reporter stated that they found the patient expired and the infusion ended, and the pump turned off. Mmdg did follow up with the initial reporter several times so that the pump could be returned to mmdg for investigation immediately. [(B)(4)].